Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent anterior colporrhaphy, rectocele defect repair and cystoscopy due to cystocele, rectocele - recurrent anterior prolapsed repair [only revision no removal by surgery. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a surgical procedure on (B)(6) 2007 and obtryx and an unknown mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to uterine prolapse, cystocele, rectocele, enterocele and stress urinary incontinence with concurrent tah, abdominal sacrocolpopexy, abdominal paravaginal repair, halban enterocele repair, rectocele defect repair, parineoplasty and cystoscopy. Additionally, on (B)(6) 2009, the patient had mesh implanted due to cystocele and rectocele with recurrent anterior prolapsed repair [only revision no removal by surgery] along with concurrent anterior colporrhaphy, rectocele defect repair and cystoscopy. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
.